Manufacturer narrative:
This case was assessed as reportable to the FDA as the event vascular compromise (vascular compression) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse injectable implant, lot number a00035760, was reviewed. A lot search was conducted on the reported lot and other similar events were noted. Lot a00035760, was normal, no nonconformances was related to this lot.

Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse(+). After the radiesse(+) injection, the patient experienced a vascular compromise. The outcome of the event was unknown. Follow-up information was received on (B)(6) 2023: the capillary refill was tested and determined that it was ok. As reported, on wednesday, the tissue was duskier. Due to the provided information, the outcome of the event was considered as not resolved (changed from unknown). Follow-up information was received on (B)(6) 2023: the case was upgraded to serious. The suspect product radiesse(+) was recoded to radiesse. The patients age, date of birth, gender (female) and weight (49.4 kg) were provided. The patient was 50 years old, at the time of the event. She was injected with a total of 0.8 ml of radiesse, on (B)(6) 2023. Batch number was reported as a00035760 (expiry date: 10/2024). A lot search in the global safety database was conducted. The batch record review was received and the lot number for radiesse was confirmed as a00035760 (expiry date: 10/2024). The patient had no previous filler injections. The patients medical history and concomitant medication was reported as none. On (B)(6) 2023, one day after the radiesse injection, the patient experienced a vascular compromise. Corrective treatment was necessary to accelerate recovery or to prevent permanent damage. No relevant laboratory were tests performed. The patient was treated with medrol pak, claritin, acetylsalicylic acid (asa), pepcid, nitrobid, saline flush, hylenex flush, hyperbaric o2 treatment and exosome. As reported, the event was improving. Due to the provided information, the outcome of the event was considered as resolving. In the opinion of the reporter, the event was related to radiesse.

Event description:
Follow-up information was received on 02-may-2023: the patient was previously injected 5 times with radiesse for the same location and without any issues. On (B)(6) 2023, the patient was seen and no longer had pain, with scab over left nasal alae and erythema at the left nasolabial fold. Provider reported the patient will continue with hyperbaric oxygen treatment for a total of 10 sessions. At the time of this report, the patient was using exosome daily and took acetylsalicylic acid (asa), pepcid and cialis daily. The outcome of the event remained unchanged. Follow-up information was received on 11-may-2023: the event elevated hypergranulation tissue was added. On (B)(6) 2023, the patient was seen after the scab came off overnight. The examination showed healthy granulation tissue, slightly uneven, at left nasal alae, an elevated hypergranulation tissue at left nasal crease and 2 linear erythematous streaks at left nasolabial fold. At the time of this report, the patient was going to continue with exosome daily, acetylsalicylic acid (asa) and pepcid. The outcome of the event elevated hypergranulation tissue is considered not resolved. The outcome of the event vascular compression remained unchanged.

Event description:
Internal database correction was performed on 18-mar-2024: the batch record review was amended after confirmation of no other similar events were noted in the lot search conducted in the global safety database. The assessment was amended accordingly.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event vascular compromise (vascular compression) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse injectable implant, lot number a00035760, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. Lot a00035760, was normal, no nonconformances was related to this lot.